Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having major lower back pain. Patient stated that they had taken some pain medications but it was not helping. Patient said that they never connected with anyone to set up the system. Agent reviewed with the patient that the system was typically set up on the same day of surgery. Agent walked the patient through connecting to their settings. Patient was able to decrease the stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Patient reported painful stimulation. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the painful stimulation was not determined. They stated that they had a possible hematoma from plavix used a over use of body of pre-existing back pain and the steps taken to resolve the issue was abx [antibiotics] in case of infection, stopping plavix after discussion with cardiologist and checked on patient weekly for 3 weeks. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.